Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that vapr s90 4.0mm w/integr hdp -ea was in a used condition. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that an output short error code was displayed when activating the functions with the footswitch. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received only in the bag, the distal tip is in a used condition and a charred section can be seen at proximal end. The ceramic had cracks on two places, the manifold had small degree of damage, procedural residue was visible in suction tube. The device failed the activation functional test and hipot active return electrical testing. The visual inspection found that the plastic manifold was damaged probably by a 'shorting' event at the distal tip. The issue is caused by a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The customer's device was manufactured in feb 2024. A DHR review has been performed. As detailed, one piece lps electrodes are 100% inspected for functionality as part of their product test regime at therefore all reasonable containment is still in place. Based on a review of the investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. The complaint device has been returned to atl UK for investigation. During testing at atl UK we were able to confirm a fault with the device, the complaint device was found to fail both electrical and functional testing. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen has been further investigated through CAPA. To eliminate recurrence of this failure mode a design change is required. The complaint failure mode has been reviewed against the systems risk assessment document, which is incorrect or inappropriate output or functionality' resulting in an internal arcing of instrument. The risk level severity is categorized as minor. A review of our complaint records over the last 12 months to assess the frequency of this defect for device shows this defect to be of low occurrence. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management and the risk is deemed minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the customer's device was manufactured in feb 2024. A DHR review has been performed. As detailed in control plan, one piece lps electrodes are 100% inspected for functionality as part of their product test regime therefore all reasonable containment is still in place. Based on a review of the investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required.

Event description:
It was reported that during a shoulder arthroscopy surgical procedure the vapr s90 4.0mm w/integr hdp device does not function. After connecting with the generator it does not function at all, the screen did not show any alert code. During in-house engineering evaluation, it was determined that the manifold was melted. Another like device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.